Event description:
It was reported that during a sigmoid procedure, an error code 3 occurred. Another instrument was used but same error code occurred. No pt consequences.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. However, the instrument activated properly when tested with a gen04. The handpiece was disassembled and torn isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.